Event description:
Major pump unit(s) involved: device thrombosis. Additional text: thrombosed device. Specific component(s) involved: other component malfunction, specify. Other component: "organized thrombus from the inflow vein of the cannula". Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Implant device type: lvad.

Event description:
Major pump unit(s) involved; device thrombosis. Specific component(s) involved: other component malfunction, specify.